Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial#(B)(4), product type: lead.

Event description:
The health care provider (hcp) reported via the company representative (rep) that in the surgical procedure it was observed that all the poles of the lead electrodes were above 10,000. Several tests were made without success, so another lead was used and the surgery was completed. The issue was resolved at the time of this report. No symptoms were reported. No medical or surgical intervention was needed. The event did not lead to or extend hospitalization. There was no injury.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the high impedance was not determined. The connection between the lead and the rest of the system was checked multiple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.